Event description:
It was reported the instrument was used during a laparoscopic cholecystectomy. It was reported the balloon burst on cholangiogram catheter from pci kit. Two different catheters were used and they each burst. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no batch identification. Balloon burst.